Event description:
It was reported that while in use on a patient, the analyzer was intermittently noisy. When the analyzer was tapped, noise was induced that looked like oversensing. The analyzer was replaced. No patient complications were reported as a result of this event. The analyzer was subsequently returned for repair with additional information of oversensing or no sensing, with a pacing impedance, with no circuit.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while in use on a patient, the analyzer was intermittently noisy. When the analyzer was tapped, noise was induced that looked like oversensing. The analyzer was replaced. No patient complications were reported as a result of this event. The analyzer was subsequently returned for repair with additional information of oversensing or no sensing, with a pacing impedance, with no circuit.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer's comment that the analyzer was intermittently noisy and occasionally appeared to oversense, the analyzer passed its functional testing and functioned as required. However, as disturbances in the patient connector were observed, the analyzer was replaced and was to be sent on for connector replacement and then restock. (B)(4).